Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-06299 & 02629 & 02630).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, elevated metal ion levels, metal poisoning and metallosis. Subsequently, patient underwent a revision procedure on (B)(6) 2013. A review of the invoice history confirmed the surgery dates and further indicates that the modular head was removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the reason for the revision was pain and elevated metal ions. Operative report further noted no evidence of metal-on-metal wear debris, difficulty removing modular head, and the surgeon was unable to remove taper adapter from femoral stem so only a new modular head was implanted.